Manufacturer narrative:
Additional engineering evaluation was performed to confirm the original visual observation of a skewed pump head. This pump head, although skewed, does not have a loose lower jaw as previously reported. The original method in determining through visual means, was non-conclusive as to the actual jaw state. The small amount of underdelivery beyond the +/-5% specification limit is likely due to normal pump head processing and production test variances.

Event description:
Pump found to underinfuse during routine servicing by a baxter authorized service facility. The pump was returned for an unrelated problem. No pt involvement.